Event description:
It was reported that during device upgrade, suspected externalized conductors were observed in the pocket, underneath the ICD can. Lead was cut, capped and replaced. No adverse events were noted throughout or post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.